Event description:
It was reported that vascular complications and patient death occurred. The patient's native aortic annulus measured 24.6mm with severe calcification on the leaflets. The bilateral femoral arteries contained severe calcification with diameters measuring less than 5.5mm. A 14f isleeve introducer sheath was selected for vascular access. Vascular access was attempted initially on the left femoral artery, then switched to the right femoral artery with numerous attempts to pass the guidewire. Angiography identified extravasation of contrast enhanced blood in the peritoneum. Angioplasty with a non-boston scientific 6x150mm balloon was performed in the right femoral artery. After some inflations, control of blood extravasation was observed. A blood transfusion was initiated in the room. Femoral access was re-attempted on the left side with difficulty without success. A new 14f isleeve introducer sheath was ultimately inserted into the right femoral artery with no new vascular complications. A size medium acurate neo2 valve was implanted without complications. At closure of the procedure, due to the initial vascular complications, the physicians opted to not use an arterial sealer. The access site punctures were repaired. There were no further hemorrhagic events. It was later reported that the patient died 24 hours later. No additional information surrounding the patient's death was reported.

Manufacturer narrative:
Procedural angiographic media was provided to aid in the investigation and was reviewed by a medical director. The images of the chest were of low quality, thus no assessment could be made regarding the deployment steps and posterior evaluation of the acurate neo2 valve. Pre-procedural planning computed tomography was not provided, thus assessment of the size, tortuosity, and calcification of the peripheral vessels and access site could not be made. Procedural angiography showed a catheter positioned above the carina from the left femoral artery. Contrast was injected from that catheter to the right femoral showing tortuosity and loss of diameter below the femoral bifurcation. Perforation of the femoral artery with massive extravasation of contrast to the retroperitoneum was shown. A long balloon could be seen inflated in the artery. There were no following images to check the result of the balloon. The following images were of the aortic root with implantation of the acurate neo2 valve. After the valve implantation, the 14f isleeve introducer sheath was withdrawn from the left femoral artery. No angiography was recorded after that maneuver. Two angiographies were performed in the right femoral artery, showing there was still a perforation with a puff of contrast going to the retroperitoneum. A stent was placed over the perforation and the following image showed the perforation was sealed.

Event description:
It was reported that vascular complications and patient death occurred. The patient's native aortic annulus measured 24.6mm with severe calcification on the leaflets. The bilateral femoral arteries contained severe calcification with diameters measuring less than 5.5mm. A 14f isleeve introducer sheath was selected for vascular access. Vascular access was attempted initially on the left femoral artery, then switched to the right femoral artery with numerous attempts to pass the guidewire. Angiography identified extravasation of contrast enhanced blood in the peritoneum. Angioplasty with a non-boston scientific 6x150mm balloon was performed in the right femoral artery. After some inflations, control of blood extravasation was observed. A blood transfusion was initiated in the room. Femoral access was re-attempted on the left side with difficulty without success. A new 14f isleeve introducer sheath was ultimately inserted into the right femoral artery with no new vascular complications. A size medium acurate neo2 valve was implanted without complications. At closure of the procedure, due to the initial vascular complications, the physicians opted to not use an arterial sealer. The access site punctures were repaired. There were no further hemorrhagic events. It was later reported that the patient died 24 hours later. No additional information surrounding the patient's death was reported. It was further corrected that the extravasation of contrast enhanced blood was seen in the retroperitoneum, not the peritoneum as originally stated. It was clarified that there were no issues with the size medium acurate neo2 valve and the patient's death was related to the retroperitoneal bleeding from the dissection which occurred during use of the 14f isleeve introducer sheath on the right femoral artery. There is no allegation against the size medium acurate neo2 valve.